Manufacturer narrative:
The accidental fall described in the patient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The device was explanted. According to the device explantation report the user fell from the monkey bars. Recipient was concurrently reimplanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted. According to the device explantation report the user fell from the monkey bars. Recipient was concurrently reimplanted.